Event description:
It was reported to boston scientific inc that this patient has a medtronic rv lead that had impedance numbers of about 1680. The plan of the physician is to bring her back in 3 months and monitor that lead impedance to make sure it doesn't increase. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).